Manufacturer narrative:
Corrected information was provided in sections d.9. Additional information was provided in sections h.3, h.6 and h.11. One opened 2.4 sb safety clear cut knife was received for the report of blade fell off handle onto the drape. Sample was visually inspected and found to be nonconforming with blade broken off at the bend area. No handle blade separation was observed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo attached to the parent file were reviewed by the manufacturing site. Photo shows broken blade. Reported issue of blade fell off handle was not confirmed but a broken blade was confirmed from photo. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the blade broken off; which could have been perceived as a blade fell off handle onto the drape as reported by the customer; however because the knife was returned opened how and when the knife became damaged could not be determined. An investigation is currently in progress to investigate issues with broken blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the broken blade exhibited on the returned opened sample is removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic knife whose blade fell off from handle onto the drape after removing blade from patient's eye during surgery. Surgery was then completed on the same day. There was no patient harm. Procedure details have not been provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).